Manufacturer narrative:
The product was not returned for evaluation and lot information was not provided therefore product could not be investigated.

Event description:
Patient with acute ischemic stroke in right hemisphere was sedated and the tenzing 7 delivery catheter was advanced into right internal carotid artery. The catheter went into posterior communicating artery and a dissection was observed.